Manufacturer narrative:
G4: PMA/510(k)#: one additional code applies; k230855. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that before using one bd vacutainer® sst¿ blood collection tube, the customer noticed that the tube was cracked at the bottom. No patient or user impact reported.

Event description:
It was reported that before using one bd vacutainer® sst¿ blood collection tube, the customer noticed that the tube was cracked at the bottom. No patient or user impact reported.

Manufacturer narrative:
Investigation summary bd had not received any samples for investigation. A total of 30 retained samples were subjected to a visual inspection for cracks, and all samples passed the inspection. Additionally, 10 retained samples were inspected visually for brittleness, and one sample failed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: cracked product/component. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.